Event description:
It is reported that a customer was hospitalized on (B)(6) 2014 for diabetic ketoacidosis a high blood glucose level of 500 mg/dl. The customer was wearing the pump during their hospital stay. The customer stated that there were no significant events that could have led to the issue. The customer declined trouble shooting. The customer mentioned that the high blood glucose may have been caused by a virus that they had. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).